Event description:
A bipap a30 device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted additional findings of dust/dirt contamination, in addition to the device data identifying unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
A bipap a30 was manufactured on 05/14/2013 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.